Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure in the right common femoral artery. A central positioned access was achieved utilizing micropuncture and ultrasound guidance. Arteriotomy was greater than 7.5mm with mild calcification distal to the puncture site, posterior wall calcification, and a depth measurement of 4cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when resistance was met, although the carrier tube kinked. The first 18f manta device and sheath were removed from the guidewire and a second 18f manta device and sheath were opened and deployed. The second 18f manta device successfully deployed to the measured depth, achieving closure, and hemostasis was immediate. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The der process will continue to monitor for any similar events.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: md unable to advance bypass tube into manta hemostatic valve. Second manta used. Additional information on 31oct2022: during a tavr procedure on the (B)(6) 2022, single access was obtained utilising ultrasound and micropunture kit in the central right common femoral artery. Vessel size was greater that 7.5mm with mild calcification distal to acces site. Measured depth for the manta was 4+1cm. There was no issues advancing or withdrawing procedure sheaths. Prior to deployment act was 290, heparin and protamine were given intravenously. The physician reported that he met with severe resistance when advancing the bypass tube which kinked the delivery tube. The entire sheath was removed and a second manta device placed, there was no issues advancing the second bypass tube and time to hemostasis was immediate. Patient was reported as fine post procedure.